Event description:
Reportedly, patient expired due to unknown reasons. Unknown if patient death was device related. Date of patient's death and implant duration are unknown. Information received from implant patient registry.

Manufacturer narrative:
Device not returned.